Manufacturer narrative:
Lot- unk as not provided by reporter. Expiration date - unk as lot is unk. Event evaluation: still under investigation. Additional surgical procedures are not specifically labeled in the IFU. Endoleaks are labeled in the IFU.

Event description:
A male pt underwent abdominal aortic aneurysm repair on (B)(6) 2010 with no incident. A CT scan was done on (B)(6) 2014 that revealed the left side zenith flex aaa endovascular graft iliac leg had disconnected from the main body. The pt wil be going in for a aui conversion, date of procedure is unk at this time.